Manufacturer narrative:
One 5f, quadripolar, jsn, supreme ep catheter was received for evaluation. Electrodes 1-4 met specifications of acceptable resistance values with no open or short circuits detected. No visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation cannot be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2030404-2020-00012, 3008452825-2020-00112, 2182269-2020-00020, 2182269-2020-00021, 2182269-2020-00022, 2030404-2020-00013, 3005334138-2020-00072. During a pulmonary vein isolation ablation procedure, a pericardial effusion occurred. After the procedure was completed, the patient became hypotensive, so an ultrasound was performed, confirming a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.